Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4, restricted leaflet, large atrium, and rotated heart. A mitraclip ntw was inserted and deployed on the mitral valve. A second clip, a mitraclip xtw was then inserted without issues. However, difficulties visualizing the clip occurred, and during the descent into the atrium, the clip got caught in the subvalvular. Troubleshooting was performed, and the clip was removed from the subvalvular. However, chordal rupture was observed. The clip was removed from the patient, and the procedure was discontinued. The mr remained at a grade of 4. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported difficult to remove from anatomy was due to procedural conditions and challenging anatomy. The reported poor image resolution was due to patient anatomy. The reported tissue injury was a cascading effect of the reported difficult to remove from anatomy. The reported mr was a cascading effect of the reported tissue injury. The reported patient effects of tissue injury and mitral regurgitation (mr), as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported serious injury/illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a